Manufacturer narrative:
Exact date unknown, event occurred immediately after the device was implanted. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7072078.

Event description:
It was reported that the patient had inadequate stimulation due to lead migration. The patient underwent a lead replacement procedure. The explanted leads were not returned.